Manufacturer narrative:
The actual lot number of the device involved in this complaint was not provided. As the lot number was not provided; therefore, it is not possible to establish if there were any devices from the affected lot number in stock at the time of the complaint investigation. The device involved in this complaint report was not available for eval, therefore, the customer complaint could not be confirmed and the cause of the complaint could not be conclusively determined. With the info provided a document based investigation was carried out. Prior to distribution, all (B)(4) devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the mfg records for the device involved in this complaint report could not be carried out as the lot number was unk. The instructions for use, (B)(4), advises the user to "visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use." The physician indicated that the needle itself functioned properly during the procedure. Hemorrhage is one of the potential complications of endoscopic ultrasound guided needle biopsy and is listed in our IFU. A definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the lab setting and the device was not returned for eval. We were informed that the 'needle itself functioned properly during the procedure.' Due to a variety of clinical conditions such as pt anatomy or progression of disease state, cook (B)(4) could not reproduce the actual conditions of device usage. No corrective action is warranted at this time. This observation occurred during the procedure. Hemorrhage is one of the potential complications of endoscopic ultrasound guided needle biopsy and is listed in the instructions for use. The 2 year complaint history has been reviewed and it is believed that the likelihood of this type of occurrence is rare. However, customer quality assurance will continue to monitor for complaint trends.

Event description:
The pt experienced a post-procedure bleed. The needle itself functioned properly during the procedure. The pt had to undergo blood transfusion. The pt required 6 units of blood. The dr used the procore needle during the procedure and attributed the need for a blood transfusion to the needle. There could have been multiple clinical reasons that the pt had the bleed. It is understood that the physician was aware of the importance of doppler needle when using procore. The physician stated 'he rarely used doppler, because with a normal eus needle, he didn't have to worry so much about it. The physician said that with a regular needle, even if he hits a vessel, it clots off almost immediately.'